Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.

Event description:
It was reported that the bd alaris secondary set experienced component separation and leakage. The following information was provided by the initial reporter: "I¿m hoping you can assist with a report I received regarding a secondary set that disconnected. From what I learned the set disconnected near the spike area causing solution to leak.

Manufacturer narrative:
Investigation summary: the customer reported the set disconnected at the spike and returned one used sample. The sample had the spike broken off and the spike was not returned. The spike was clearly snapped with excess force of some kind. The root cause for the failure could not be verified. The supplier of the spike was notified, and they found the issue to have likely happened after their process. The bd process also found no definitive cause for the spike break. A device history record review could not be performed on material 72213n because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris secondary set experienced component separation and leakage. The following information was provided by the initial reporter: "I¿m hoping you can assist with a report I received regarding a secondary set that disconnected. From what I learned the set disconnected near the spike area causing solution to leak.